Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) may not have been functioning "properly", it was noted device appears to be functioning as programmed and lead trends are stable and within the expected range. The ipg remains in use. No patient complications have been reported as a result of this event.